Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping during testing. Also received with cracked case at the display window corner and cracked reservoir tube lip. Pump received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 329 mg/dl. Troubleshooting was performed. The device was returned for analysis.